Manufacturer narrative:
Completion of testing on the returned computer found that it was dusty inside the cavity of the computer. Although the reported issue could not be replicated, it is possible that overheating and cpu throttle down occurred due to dusty conditions inside chassis.

Manufacturer narrative:
A medtronic representative, following-up at the site, received clarification from a site resident that the navigation system seemed sluggish and may become unresponsive, the mouse would move and the cursor would follow at a delay. Switching tasks in the software may take a minute or so to move onto the next task. A system re-boot resolved the issue. Recommendation was made to the site to delete over 200 patient exams from the spine application to resolve the issue. - return requested. Replacement computer shipped to site 01/09/2015. Medtronic investigation of returned suspect computer finds that the computer is very dirty inside cavity of pc. No ram or hdd errors reported. No video faults encountered. Cleaned system, ran extended time w/glxgears in application. No video faults or other faults encountered. No fault found. - 01/09/2015: a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 01/21/2015: a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Replaced the computer and dvi/hdmi cable. System functioning normally.

Event description:
A site biomed representative reported a navigation system monitors that would repeatedly shut off and the staff would sometimes have difficulty powering the system down. In trouble-shooting, the biomed representative re-booted the system and normal function was restored; the monitors worked properly, and the system shut down properly. There was no patient present when this issue was identified.